Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for repair of an umbilical hernia, a ventralex hernia patch was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect an d remove it. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with umbilical hernia and right inguinal hernia thereby underwent open repair of umbilical hernia with implant of ventralex mesh (device #1) and laparoscopic repair of inguinal hernia with implant of 3dmax mesh (device #2). Per operative notes, "the hernia sac itself was separated from the cord structures on the right side and a large preformed 3dmax right-sided mesh was positioned in the right hemipelvis and was tacked to the symphysis pubis as well as anterior abdominal wall. A moderate-sized umbilical hernia was repaired with a medium sized ventralex mesh and secured in place." (B)(6) 2015 - patient was diagnosed with abdominal pain, discomfort, chronic scar from previous umbilical hernia mesh repair thereby underwent laparoscopic repair with mesh explant (device #1) and implanted with composix l/p mesh (device #3). Per operative report details, "the anterior abdominal wall adhesions were dissected. There was a small crumbled piece of ventralex mesh (device #1) associated with the umbilical area, with no definite recurrence of the hernia present. This mesh was then completely excised and a large piece of dual sided composix l/p mesh was then placed incorporating the defect." (Note, there was no mention/visualization of 3dmax mesh during this procedure). Attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, chronic abdominal pain, discomfort, mesh crumbled and emotional injuries. It is also alleged that the patient treated with injections in abdominal area.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the available information provided, there is no change to initial determination, no conclusion can be made. Per medical records review, about 7 months post implant of ventralex mesh, the patient had abdominal pain, discomfort, scar tissue adhesions, mesh deformation thereby underwent repair with mesh explant. Per op notes, ¿there was a small crumbled piece of mesh associated with the umbilical area.¿ the instructions-for-use supplied with the device identify adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for repair of an umbilical hernia, a ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect an d remove it. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.